Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure that the stapler cut but did not staple issue. There was no adverse patient consequence.